Event description:
While investigating a (B)(6) male pt's monitor for an unrelated issue, a reportable problem was discovered. The rear response button on the pt's monitor was non-functional. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. Upon eval the rear response button was non-functional. The rear response button cable was intermittent. The root cause for the defective response button cable could not be positively identified. No adverse event resulted from the defective response button cable. The pt received a replacement monitor.